Manufacturer narrative:
Product complaint #(B)(4). Corrected information: d9. Device available for evaluation? H 3. Device evaluated by manufacturer? Additional information: d 9. Date device returned to manufacturer, d 9. Is device returned to manufacturer?, h 6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions h3 investigation summary: according to the information received, it was reported foreign matter inside sterile barrier. The product was returned to ethicon for evaluation. One opened sample was received for analysis. Product code 1961. Upon detailed examination of the returned sample, an unknown red deposit encrusted on the surgicel fibrillar product was identified; this finding constitutes foreign matter. Based on the information currently available, the foreign matter was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch 106kep, 1961-13 and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: it was noticed at the time of taking out the surgical instrument, so the product was not used. The following information was requested, but unavailable: where was the foreign material found? (Inside the sterile barrier or outside of the sterile barrier?) Unknown. Is it possible that the foreign material fell into packaging upon opening of device? Unknown. Was the product seal on the foil still intact when the package was opened? Unknown. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date. During surgery, a brown foreign matter was attached to the absorbable hemostat. The product was not used for the patient. Another product was used to complete the case. No adverse patient consequences were reported. Additional information was requested.